Event description:
It was reported that patient experienced stent dislodgement, migration and pain, discomfort and infection by ureteral stent. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event is inconclusive since no sample was returned. A potential root cause for this event could be, "material selection" or "part geometry". The device was used for treatment purposes, however, it is unknown if the device had met relevant specifications or contributed to the reported event. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "potential complications associated with retrograde/antegrade positioning of indwelling ureteral stents include the following: edema stone formation peritonitis extravasation ureteral reflux stent dislogdgement, fragmentation, migration, occlusion fistula formation loss of renal function hemorrhage pain/discomfort stent encrustation hydronephrosis perforation of kidney, renal pelvis, ureter and/or bladder ureteral erosion infection urinary symptoms" "with any ureteral stent, migration is a possible complication which could require medical intervention for removal. Selection of too short a stent may result in migration." "Determine the proper stent length for the patient. This is generally calculated from the baseline pyelogram." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that patient experienced stent dislodgement, migration and pain, discomfort and infection by ureteral stent. It was unknown what medical intervention was provided.